Event description:
Boston scientific received information that this right ventricular (rv) lead was going to be revised due to an unknown issue. This lead was surgically abandoned and replaced with a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the rv lead was surgically abandoned due to intermittent loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).